Manufacturer narrative:
Correction: device serial number now provided as it was inadvertently left off initial MDR. The stand alone board was returned to the manufacturer for analysis. Investigation was able to duplicate reported issue. The hardware investigation found that reported event was related to an electrical failure. No power to x-ray generator." Failed visual inspection. Components r20 and r21 are electrically over stressed. Unable to bench test due to over stressed component.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment on (B)(6) 2017. To resolve the reported issue, the representative replaced the stand alone board. The imaging system then passed the system checkout and was found to be fully functional. The suspect standalone board has not been received by the manufacturer for analysis.

Event description:
A medtronic representative reported that, while performing a planned maintenance (pm), the generator and detector were not receiving power. No additional information was provided. There was no patient present when this issue was identified.